Event description:
It was reported that the implant was functioning correctly and the patient had hearing benefits from it. Testing showed that the implants coupling, integrity and impedances were inside criteria. The patient was explanted due to extrusion of the implant receiver. Due to the fact that the implanted ear had been operated several times before the cochlea implantation surgery, the skin flap used to cover the implant had thinned out. This resulted in extrusion on the implant. A bad skin recovery had also been caused by diabetes, which resulted in extrusion of the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.